Event description:
The lead was electively explanted. Post op visual by the physician noted fluid intrusion in the lead insulation. No fractures were noted. Explant method: intravascular, superior. Technique/tools: laser. No complications.